Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report they experienced a spill into their orthopat machine. No operator or donor injury was reported. Evaluation of the unit confirmed a blood spill and burn marks and carbonization on the power supply. As a result several parts were replaced including the power supply. Unit was then tested per documented procedure passing all tests. Machine is ready for use. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 to report they experienced a spill into their orthopat machine. No operator or donor injury was reported.